Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was initially 158, the customer ate and one hour later bg level elevated to 306 mg/dl. The customer had not treated elevated bg level at the time of the call. Tandem technical support walked them through changing out the cartridge and infusion set. Tandem technical support will reach out to the customer's clinical diabetes specialist, as the customer was still not confident with the pump.